Manufacturer narrative:
H3, h6: the ri bone pin, part rob10010 used for treatment was not made available to the designated complaint unit for evaluation thus, a visual and functional evaluation could not be performed. While all products meet required manufacturing specifications prior to release, a serial number is required to complete a manufacturing DHR review. A complaint history review for similar reported/confirmed complaints has identified no prior events. Although the reported problem was not confirmed, a contributing factor may be component damage. No containment or corrective actions are recommended at this time. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that after completing the cori ukr procedure, it was found that the tip of the bone pin was broken off. The patient was not harmed during the procedure. Cori was used for the entire procedure. No other complications were reported.